Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and suction issue and the identified deformation, wear and material separation issues, as two circumferential splits were noted approximately 5.3 and 6.1 cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 7.0 cm from the distal end of the cath-lock. Both edges of the circumferential split were rounded. The edge of the complete circumferential break was jagged, with regions of the break surface appearing both granular and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5,g3,h6(device, method) h11: h6(result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3. See h10.

Event description:
It was reported that some time post port placement through the right internal jugular vein, the device allegedly unable to aspirate blood. It was further reported that the x-ray was performed and confirmed that the catheter was broken near the insertion site. The procedure was completed by removing the distal catheter segment and port body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified. As the lot number for the device was not provided, a review of the device history record is currently could not be performed. The device has returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port placement through right internal jugular vein, the device allegedly unable to aspirate blood. It was further reported that the x-ray confirmed that the catheter was broke. The procedure was completed by removing the distal catheter segment and port body. There was no reported patient injury.